Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: after further review, correction number 2025587-10-28-2020-001-c was determined to be applicable to product ID: evolutr-34-us, serial #: (B)(6), ubd: 28-jan-2021, UDI#: (B)(4) which was included as a system reported product in this event. The information was previously reported in h7 and h9, and is instead being added to h10 to align with the system-reported product. H7. Recall h9. 2025587-10-28-2020-001-c. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history records for the second valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Various factors that can affect valve positioning include, patient anatomy landmark visibility, calcification levels, compliance of the native anatomy, procedural complications, tension applied on the delivery catheter system (dcs) during positioning, or physician technique. In this case, the tilted position of the valve was reportedly due to the delivery catheter system (dcs) position in the aorta and the root angle. The physicians felt that any adjustment would have resulted in a deep implant. The patient¿s anatomy may also have contributed to the shallow position. The valve was released and it dislodged above the annulus. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the dcs during positioning, patient calcification levels and compliance of the aorta and native vessels. In this event, it was reported that the dcs appeared to have had some built up torque and it ¿jumped¿ with the release of the valve. The dcs tension may have been a contributory factor in the dislodgement but another possible cause for the dislodgement may have been the interaction between the dcs and the valve. If the tip of the dcs is not centered (coaxial with the inflow portion, per device instructions for use), then there is a possibility of it getting caught on the valve frame during removal of the dcs. A definitive root cause for the dislodgement could not be determined but typically, valve dislodgement events are not related to a device malfunction. The valve was snared into the ascending aorta and a second valve was implanted. However, mild to moderate paravalvular leak (pvl) was reported after the valve implant. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A post balloon aortic valvuloplasty (bav) was performed two to three times with a 25 mm balloon followed by a 28 mm bav. Following the bav with the 28 mm balloon, a torn valve leaflet was confirmed on echocardiogram and severe central aortic regurgitation was observed. The severe central aortic regurgitation was reported after multiple bav attempts so the bioprosthetic leaflet may have been damaged during post dilatation. However, without any procedural imaging (e.g. Echocardiograms), the torn leaflet could not be confirmed and the cause could not be determined. It should be noted that the instructions for use (IFU) states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ in this event, a third valve was implanted valve in valve and mild pvl resulted. A mild pvl typically has minimal impact on the patient and is generally deemed as an acceptable residual condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29-us, serial #: (B)(4), ubd: 08-jul-2020, UDI #: (B)(4). Product ID: evolutr-34-us, serial #: (B)(4), ubd: 28-jan-2021, UDI #: (B)(4). Additional device code: (B)(4). Product analysis: the valves remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), the valve was positioned with the non-coronary cusp (ncc) deeper and the left coronary cusp (lcc) shallower, approximately 3 millimeter (mm). This was due to the delivery catheter system (dcs) position in the aorta and the root angle. It was felt by the physicians that any adjustment would cause a deep implant. It was also reported that patient anatomy may have contributed to the shallow position. This delivery system appeared to have some built up torque with the release of the valve. The dcs ¿jumped¿ after release. The valve dislodged above the annulus. The valve was snared into the ascending aorta. A second valve ((B)(4)) was implanted. Following implant of the second valve, mild to moderate paravalvular leak (pvl) was reported. The valve was post dilated using a 25 millimeter (mm) balloon aortic valvuloplasty (bav) two to three times. A 28 mm bav was then attempted. With rapid pacing, it was reported that the balloon had a lot of movement during inflation. Rapid pacing was stopped and the balloon was repositioned and inflated four times. It was reported that the 28 mm balloon was never fully inflated. Following the bav with the 28 mm balloon, a torn valve leaflet was confirmed on echocardiogram. The patient had severe central aortic regurgitation. A third valve was implanted valve in valve and the pvl reduced to mild. No additional adverse patient effects were reported.